Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump has stopped working. The insulin pump has alarmed prime alarm. The current blood glucose reading is 181 mg/dl. The drive support cap is protruded. Advised that the insulin pump will be replaced. Nothing further reported.